Event description:
The patient's wound became infected and the patient was hospitalized to have the wound cleaned. A family member reported they found some of the "sponge", from the dressing, under the bone.